Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt more pain because of the inefficiency of the device due to contact problem between the lead and the device. There were impedances greater than 10,000 ohms. Intervention was noted as two extensions being connected. The event was noted as ongoing and related to device, therapy, and implant.

Event description:
Additional information received reported the lead was connected directly to the device without using an extension. The lead was short and this created a tension between the lead and the device and it was resolved by adding an extension.

Event description:
Additional information received reported the patient resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was poor communication between the lead and the implantable neurostimulator (ins). The lead was connected directly to the device without using an extension. The etiology was noted as related to the device specifically the leads.

Manufacturer narrative:
Product ID: 3877-45, lot# 0207263529, implanted: (B)(6) 2013, product type: lead. Product ID: 3877-45, lot# 0207101044, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient felt more pain because of the inefficiency of the device due to contact problem between the lead and the device. There was a poor connection between the lead and the implantable neurostimulator (ins). The lead was connected directly to the device without using an extension. Interventions included device surgical revision. The patient experienced a loss of stimulation. The etiology was related to the device or therapy and related to the implant. The event was related to the lead and ins. Actions taken as a result of the event included adding two extensions. The etiology was due to the lead. The outcome was ongoing with no further action needed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient did not feel the stimulation.